Event description:
Pt hospitalized for elbow replacement. Six weeks postop, the surgeon detected the disassembling of the ulnar cap from the ulnar stem. The safety soren was out and the ulnar cap disengaged. This event needed the revision; intervention in order to remove the screw and the cap. The implant is always functional without these two optional components.